Event description:
It was reported that the user awoke to a low glucose alert on the pump and measured a blood glucose of 51 mg/dl after resuming pump use following approximately two days off the system; the user treated with oral glucose tablets, rose to 89 mg/dl, and planned to eat without announcing due to recent hypoglycemia. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates and recovery without medical intervention or hospitalization. Investigation included troubleshooting and education regarding low glucose management and pump use practices. Investigation of this case revealed no device malfunction reported and a cause that remained unclear given recent interruption of pump therapy and user-initiated management decisions. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.